Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was fluctuating. Additionally, the customer received a power source alert. The customers blood glucose was 154 mg/dl. Reportedly, the customer plugged the usb cable into an alternate wall adapter and was able to successfully charge the pump.